Manufacturer narrative:
Device evaluated by MFR: the synergy xd mr ous 3.50 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks at several locations along the hypotube shaft. A fracture was identified approximately 35.1cm distal to the distal tip, on the hypotube lasercut region. A visual examination of the outer and inner lumen and mid-shaft section found a shaft polymer extrusion tear at the site of the shaft fracture, approximately 35.1cm distal to the distal tip. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that shaft kink occurred. A 3.50 x 16mm synergy xd drug-eluting stent was selected for use. However, during unpacking, it was noted that the shaft of the device was bent. The procedure was completed with another synergy stent. No patient complications were reported. However, returned device revealed a hypotube detached/separated.